Event description:
It was reported that this patient was in the middle of a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure due to normal battery depletion, when the physician pulled this right ventricular (rv) lead out of the old crt-d and the terminal pin came off completely. The physician was going to do an atrioventricular node ablation and decided not at this time, as the patient venogram showed occlusion. Subsequently, the physician fixed the lead's terminal pin with silicone and attached it to the new crt-d. This lead's measurements were tested, and everything was adequate within range. Technical services reviewed this case and stated this lead's function cannot be guaranteed and did not recommend to retain this lead, but the lead was kept due to physician's discretion. The sales representative indicated it will be considered in the future whether to explant this lead or reposition it to the right side. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Corrected field: - b1 (adverse even/product problem): corrected to both adverse event and product problem. - b2 (outcome attrib to adv event): corrected to other serious (important medical events). - h1 (type of reportable event): switched to serious injury. This implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that the reported damage is consistent with a compromised medical adhesive bond between the insulation and the anode ring.

Event description:
It was reported that this patient was in the middle of a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure due to normal battery depletion, when the physician pulled this right ventricular (rv) lead out of the old crt-d and the terminal pin came off completely. The physician was going to do an atrioventricular node ablation and decided not at this time, as the patient venogram showed occlusion. Subsequently, the physician fixed the lead's terminal pin with silicone and attached it to the new crt-d. This lead's measurements were tested, and everything was adequate within range. Technical services reviewed this case and stated this lead's function cannot be guaranteed and did not recommend to retain this lead, but the lead was kept due to physician's discretion. The sales representative indicated it will be considered in the future whether to explant this lead or reposition it to the right side. This rv lead remains in service and no adverse patient effects were reported.